Manufacturer narrative:
The investigation of hemolysis and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Hemolysis: hemolysis was noted with no additional information. The data logs show a motor current with speed deviation about 2 hours after support started. There was a motor current spike with speed deviation and a pump auto-reduction in p-level to p1. The pump was turned to p6 at that instant there was also a suction alarm which resolved later. Clinical reported hemolysis signs about 3 hours after this probable ingestion event. The root cause of the hemolysis was most likely biomaterial as evidenced by the motor current spike with speed deviation occurring before clinical report of hemolysis signs vt/vf/at/af: as the necessary information was not provided, the root cause of the vt/vf was not determined. Thrombus: based on the data logs and clinical details thrombus was added as a failure mode. As the necessary information was not provided, the root cause of the thrombus was not determined b2 date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29280. B2 life threatening was erroneously selected on the initial manufacturer device report number 1220648-2025-29280. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-29280.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: hemolysis - section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient endured atrial fibrillation rvr and ventricular tachycardia during impella cp support. The pump was repositioned in response to the condition. It was additionally noted that hemolysis had developed. Plans were made to initiate continuous renal replacement therapy. However, care was withdrawn the following day and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.